Event description:
Complainant alleged that they observed in the data files after treating a patient (age & gender unknown), that the device self-discharged without any user interaction. Complainant indicated that the clinicians did not observe any shocks delivered that they only saw the patient's ECG rhythm was lost then returned. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number: 1220908-2014-00697 for a similar report from the same customer using the same device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this compliant is still under investigation.